Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a painful tingling and numb sensation in the left leg and groin area, as well as ¿heaviness¿ in the left leg following the permanent implant of the scs system. An MRI was done the day after the implant and was unremarkable, but the patient¿s pain continued. As a result, the physician cut the lead at the anchor site and explanted the distal end of the lead, leaving the terminal end connected to the ipg, resolving the patient¿s symptoms. The patient may be awaiting further surgical intervention to explant the distal end of the lead.